Manufacturer narrative:
This supplemental report is being submitted to withdraw the initial report. Olympus medical systems corp. (Omsc) investigated the reported event and confirmed that there was no MDR reportable malfunction or adverse event.

Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon was duplicated and there was a failure of the scope socket unit. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Approximately six and a half years have passed since the device was manufactured. Omsc surmised that the reported phenomenon occurred since the scope socket was worn due to aging degradation. In addition, there was possibility that e315 was displayed because the electrical contacts inside the socket were worn out for a long period of time due to corrosion or rust, and communication with the endoscope could not be performed normally.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, when the endoscope of 190 series was connected to the subject device, scope error e315 occurred. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.